Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed 155 units and remained static. Reportedly, the cartridge was filled with approximately 200 units. However, the customer was unsure of the amount of insulin that had been delivered since the cartridge was loaded. Blood glucose level not provided. Although requested by tandem technical support, the customer declined further troubleshooting.